Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After crossing the septum with a 12f amplatzer torqvue 45x45 sheath loaded with an 18mm amulet, the sheath was positioned at the orifice of the left atrial appendage when a pericardial effusion was noted via tee. A pericardiocentesis was performed and 400ml of blood was aspirated. The amulet was never deployed and remained inside the sheath at all times. The case was aborted with no adverse patient effects and no further consequences. There were no allegations against the amulet which was never released from the delivery cable. After the case, the physician commented that the perforation may have been caused by the transeptal puncture as the patient had challenging anatomy and was difficult to pass, but the exact origin could not be confirmed.